Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy was exhausted. Currently, this product remains in service and no additional adverse patient effects were reported.